Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the blood transfer device the packaging film could not be removed. The following information was provided by the initial reporter, translated from (B)(6) to english: customer couldn't remove the packaging film.

Event description:
It was reported that before use of the blood transfer device the packaging film could not be removed. The following information was provided by the initial reporter, translated from japanese to english: customer couldn't remove the packaging film.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for no packaging peel apart with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to no packaging peel apart was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H.6 investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for difficulty to open package with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that before use of the blood transfer device the packaging film could not be removed. The following information was provided by the initial reporter, translated from japanese to english: customer couldn't remove the packaging film.